Manufacturer narrative:
Sc-2218-50 (B)(4): the returned lead was analyzed and the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor set screw mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Cables are not exposed.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient had been experiencing a loss of stimulation.

Manufacturer narrative:
Implant date: 2014.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient had been experiencing a loss of stimulation.